Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Results of service evaluation: the carefusion service group received the suspect user interface module (uim) for repair and evaluation. The service group performed power cycle startup, physical/visual inspection of the internal uim components. The service group was not able to duplicate the reported event by the customer. At this time no component root cause could be determined. The display assembly was replaced as a precaution and returned to the customer working to manufacturer specifications. The carefusion failure analysis lab (fa) evaluated the user interface module (uim) and concurred with the service group assessment.

Event description:
The customer reported an intermittent blank touchscreen display on this avea ventilator. The customer reported no patient issue associated with this event.